Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user who stated that one brake wasn't working and one wheel wobbled and 'shred off' causing the end user to fall and fracture two vertebrae and five facial bones and he developed a concussion. As part of its complaint review and evaluation process, drive devilbiss healthcare will file an update if additional information becomes available.